Event description:
Pt reported that device had a memory discrepancy in the "total amount of insulin received since midnight" feature. Pt stated that this feature reported 6 units of insulin had been delivered, but it should have reported 18.4 units.